Event description:
It was reported that there is moisture in the reservoir of the insulin pump. Customer also reported that moisture can be seen underneath the display screen of the insulin pump. Customer stated that the insulin pump is not able to vibrate anymore, which has been an ongoing issue for some weeks. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no missing segments noted. No dried substance on reservoir compartment and on electronics noted. The insulin pump was unable to vibrate due to broken vibrator wire. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).